Event description:
It was reported that on november 12, 2024, the item buttons were malfunctioning. The issue was observed during routine field maintenance. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h6: product code: 05.000.008, lot: 002965. Release to warehouse date: 28 august 2009. Manufacturing site: jjmsz plant for stk & n-stk. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Service and repair evaluation: the customer reported that on nov 12, 2024, the item buttons malfunctioning. The repair technician reported cracked contact plate, worn contact pins, discolored wire, discolored vent and debris on barriers. The cause of the issue is faulty parts. The item was repaired per the inspection sheet, passed synthes final inspection, and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was not confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed.